Event description:
A customer reported a malfunction with a cartridge alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, as it was still under warranty. The customer will continue to use the current pump until the replacement arrives, which will have updated software. The customer received instructions on putting the pump into storage mode and returning it using a provided return box and pre-paid label. The customer acknowledged all guidance and instructions provided by technical support.